Manufacturer narrative:
Concomitant medical products: omnifit ha c-taper hip stem cat# 6017-1140, lot# 11stn-40; omnifit m/s psl shell 54mm, cat# 2017-0054, lot# 34855901; c-taper cocr lfit head 26mm/0, cat# 06-2600, lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a left hip revision of patient due to infection.